Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that she was recently released from the hospital with a foot infection and high blood glucose levels. The customer's reading was 1850 mg/dl. The customer also needed a replacement transmitter because she lost hers in the hospital. Nothing was replaced or returned for analysis.